Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking when placing a 5mm scope down the trocar. They were able to finish the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2010. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.